Event description:
Olympus received a medwatch form from the user facility, which states that during a percutaneous nephrostolithotomy of a large and calcified stone, the prongs spontaneously broke from the grasper. The surgeon was using the grasper forceps while dissolving the stone while a laser when the prongs broke. The pieces were retrieved from the patient, and the procedure was completed with an unidentified device. There was no patient harm reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded by the user facility after the procedure. The exact cause of the user's report could not be conclusively determined. If additional and relevant information becomes available later, this report will be updated.